Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during dbs implant it was found the resistance of one lead was too high and a short circuit occurred. A new lead was replaced to complete the operation. The cause of the issue was unknown. The patient was in good condition. The product was to be returned. No patient symptoms or further complications were reported as a result of this event.